Event description:
Patient allegedly received an implant on (B)(6) 2004 after being diagnosed with venous thrombosis/pulmonary embolism. Patient is alleging device tilt and vena cava perforation. Patient further alleges "I can no longer lift my mother that I care for". Patient further notes "depression, anxiety, emotional mood disorder".

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Corrected fields: b1. Additional information: a2, a4, b5, b6, b7, h6 (patient and device codes) h6 (device code): appropriate term/code not available for device tilt investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Unknown if the reported anxiety, depression, mood disorder and limited physical ability are directly related to the filter and unable to identify a corresponding failure mode at this point in time. The reported allegations have been further investigated based on the information provided to date. Catalog and lot numbers are unknown, however, the alleged tulip is manufactured and inspected according to specifications. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Additional information: investigation ¿ the reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. The lot number and catalog number are unknown, no relevant notes on neither device or lot number. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Blank fields on this form indicate the information is unknown or unavailable, or unchanged.

Event description:
No additional information provided at this time.

Manufacturer narrative:
Occupation: non-healthcare professionals. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
Initially, it was alleged that the patient received a gunther tulip on (B)(6) 2004. It was alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided. Additional information was received on 17jun2019 stating the following: the patient received an implant via the right femoral vein. Per abdominal CT dated, (B)(6) 2019, "there is inferior vena caval filter in place with the apex of the filter approximately 3 mm below the lowermost renal vein. The apex of the filter is in apposition with the left anterior lateral wall of the ivc. There is approximately 8 degrees of tilt of the ivc filter in relation to the ivc. 3 of the legs protrude beyond the wall of the ivc with an anterior and a right leg both protruding approximately 6 mm in length outside of the cava and a posterior leg extending approximately 15 mm in length outside of the ivc. There is no pericaval hemorrhage or fluid. There is no perforation into adjacent organs. No strut fractures are evident. The scan is a noncontrast scan but there is no narrowing of the ivc evident".